Event description:
The affiliate reported the customer alleged the multi-transducer module (mtm) had been replaced repeatedly for four days but continued to yield elevated offset values of 3.7v on the unicel dxh 800 coulter cellular analysis system. The customer obtained r flags on several patient results. The samples were reanalyzed on an alternate unicel dxh 800 system and recovered acceptable values. No erroneous patient results were generated. There was no patient consequence or change in patient treatment associated with this event. The field service engineer (fse) observed high offset voltage on the mtm and replaced the multi angle light scatter (mals) sensor to resolve the issue. The instrument was returned to normal operation.